Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced urinary problems, recurrence, dyspareunia, and infection. It was reported that on (B)(6) 2010, the patient underwent insertion of bilateral ureteral catheters, panendoscopy and cystoscopy, due to colovesical fistula and right posterior bladder with associated right pelvic fluid collection. It was reported that on (B)(6) 2011, the patient underwent exploratory laparotomy and lysis of dense intra-abdominal adhesions due to pain and infection. It was reported that the patient underwent removal of mesh on (B)(6) 2011 and (B)(6) 2011 due to infected vaginal mesh. It was reported that the patient underwent rectum excision on (B)(6) 2012 due to rectovaginal fistula.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent urethral dilation, bladder barbotage, retrograde pyelography and biopsy of bladder neck tumor w/fulguration on (B)(6) 2012 due to utis, urinary urgency incontinence, and microhematuria. It was reported that patient underwent excision of vaginal ulcerated lesion, open abdominal sacrocolpopexy, burch procedure and rectocele repair using prolene mesh on (B)(6) 2009 due to symptomatic pop. No additional information was provided.